Event description:
Customer's mother reported via phone, the customer went to sleep with 32 units of inulin and when she woke up it had 32 mg/dl and her blood glucose was 510 mg/dl. No leaks or insulin in reservoir compartment were noted. Customer's current blood glucose was 176 mg/dl. Customer's mother will call back. Customer's mother mentioned the customer was on the trampoline and was advised that agitating the insulin may cause air bubble. Customer also had ketones at one point and then had a low due parents over corrected for high.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.